Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was having loss of therapy and they were not feeling stimulation. Patient was at 1.6v and stim was on and they increased to 1.8v and they wanted to increase because she "had to run to the bathroom and they had an accident and they have not had any problems until now". Patient was going to try this setting and was also seeing her doctor this week. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Patient was having loss of therapy and they were not feeling stimulation. Patient was at 1.6v and stim was on and they increased to 1.8v and they wanted to increase because she "had to run to the bathroom and they had an accident and they have not had any problems until now". Patient was going to try this setting and was also seeing her doctor this week. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient did not know what the cause of the sudden urge to go to the bathroom and having an accident with not feeling stimulation was. The patient reported all of a sudden they started leaking and bm began and it was such a pain. To resolve this issue the patient reported that they increased their device, but they still had an accident. The patient also reported that the sudden urge to go to the bathroom and having an accident with not feeling stimulation had not been resolved, for the first month things were good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.